Event description:
It was reported patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2013. Before the procedure, the trials were discovered to be nonsterile. The case was resterilized but the trials remained nonsterile. As a result, there was a delay in the procedure and competitor products were utilized to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number; PMA/510(k) number; manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.